Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer declined to load a new cartridge at the time, however would contact tandem technical support if issues arose or persisted. Customer's blood glucose was 200 mg/dl.